Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed external flash crc error during self test due to faulty mother board noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had external flash crc error alarm. The customer blood glucose level was 17 mmol/l. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer able to complete rewind. The device will be returned for analysis.